Manufacturer narrative:
Concomitant: 690r32 heart ring, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a wavelet detection issue. As well, the right at rial (ra) lead had no capture, and appeared to show ventricular t wave sensing. The device was reprogrammed and a new wavelet was collected successfully. The lead was reprogrammed off. No patient complications have been reported as a result of this event.